Event description:
It was reported that the device was explanted after an implant duration of approximately 0.2 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information was received. A copy of the operative report was requested, but not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.